Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, it was not possible to remove the obturator from the cannula, the customer removed it forcibly, but the obturator was broken in the cannula. The problem occurred outside the patient. Surgery was completed without delay, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case(B)(4). The reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The obturator is fractured at the proximal end, just below the handle. There is no debris on the device. A functional assessment of the returned device finds it cannot function as intended because it is broken. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.